Event description:
On (B)(6) 2023, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg endoprosthesis) and gore® excluder® aaa endoprostheses. On (B)(6) 2023, a CT revealed that a distal type I endoleak from the right leg. A reintervention was performed on the same day. A ballooning was performed and then the endoleak was resolved. The physician stated that the sealing between the blood wall and the stent graft might have been insufficient because there was severe calcification.

Manufacturer narrative:
H.6.: code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H.6.: code b20: device remains implanted and therefore not available for direct analysis. H.6.: code f 1901: used as a reintervention was performed. H.6.: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore, or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.